Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the patient will be undergoing a second operation as you have stated "the health status of the patient will be assessed by the treating doctor but it is possible that it will be reinciseed to improve its status, at a later date and to be defined." If yes, can you please provide the date of the second surgical procedure, why the patient will be re-operated on and any patient consequences.

Event description:
It was reported that during a resection of adnexal tumor by laparoscopy, event: failure. When the surgeon was shotting with the circular stapler29 (cdh29a) this did not perform the proper stamping. The stapler only cut the tissue that held under pressure. The health status of the patient will be assessed by the treating doctor but it is possible that it will be reinciseed to improve its status, at a later date and to be defined.